Event description:
Pt reported the check button on the infusion device is defective and she has experienced elevated blood glucose levels. Blood glucose was 307 mg/dl on (B)(6) 2012 at 8:15 p.m. And 330 mg/dl at midnight. Blood glucose was 360 mg/dl on (B)(6) 2012 at 8:10 a.m., and she tested "+++" for ketones. She was able to treat elevated blood glucose herself by using a syringe. Her normal blood level is 130 mg/dl. The infusion device was requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.